Manufacturer narrative:
The customer does not use check digits to verify bar codes. A field service engineer (fse) was dispatched on (B)(4) 2011 and cleaned and tested the barcode reader. The fse reran the samples and some labels read correctly and some incorrectly or were not read by the system (no read message). Per the fse, the labels had gaps in the bars when viewed under a magnifying glass. The fse suspects this issue may be due to the bar code labels the customer uses. The fse informed the technicians to verify every sample ID on the tube with the result printout sample ID and names. Per product labeling, risk of misidentification. Use of poor quality, dirty, improperly placed or damaged bar-code labels could keep the instrument from reading the bar-code labels. Ensure the bar-code labels are undamaged. Ensure the bar-code labels conform to the specifications provided in chapter 4 of the reference manual. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Label specifications state: no spots or voids; no ink smearing.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read three (3) bar code labels, with each generating a no match message. Upon rerun the label was read correctly. No erroneous results were reported outside the laboratory. There was no death, injury or change to patient treatment as a result of this event.